Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
On (B)(6) 2023, a part number 80-1008 torque limiting driver was returned with a note stating it was malfunctioning. No further information was provided, and follow up attempts to obtain additional information were performed to no avail. Additional information was received on 14 november 203: it was reported during surgery, while using the part number 80-1008 torque limiting driver to implant the 2.3 distal screws in the aculoc plate, the 80-1008 was not working properly as it was stripping screws. Switching to an older generation "orange handle" 80-1008 torque limiting driver resolved the issue. To complete the surgery, the stripped screws were removed, and new screws were implanted using the "organge handle" 80-1008. It was reported this issue prolonged the surgery by 10-15 minutes and resulted in longer time under anesthesia for the patient. This report is related to report numbers 3025141-2023-00670 and 3025141-2023-00671 for the other devices involved in this event.